Manufacturer narrative:
(B)(4). Batch # unk. Additional information: the actual device was not returned. The account provided four photo images for review. This is an image of what appears to be a harmonic device with the blade tip broken off. This is an image of what appears to be a gen11 displaying the system event log. This is an image of what appears to be a harmonic device with the blade tip broken off. This is an image of what appears to be a gen11 displaying the system event log. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in activation issues such as failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade.,as the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that during a right hepatectomy using harhd20. Dr used power level 5, frequently activating with open jaw to perform spot coag and also when resecting liver. Within 5 mins, error ¿clean blade¿ was noted. Troubleshooting was performed and harmonic can be used as usual again. Momentarily throughout the activation with open blade, at times when close the jaw briefly to increase cutting, 2nd tone was heard. Dr will then open the jaw again whilst still activating the power button in presence of 2nd tone for 15 seconds. Dr used this style for 1 hour in the surgery and the blade was broken into two. Fragment was successfully retrieved. Replaced with another harhd20. The surgery was delayed by 10 minutes but was completed successfully with no patient consequence.